Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Event description:
It was reported that this device went into safety core mode via remote monitoring and later confirmed with an in office evaluation. A review by technical services (ts) noted that an emergent device replacement was recommended. A printout of the red screen displayed upon programmer interrogation was requested as this information was important to understand the potential root cause, as it may impact current therapy available and potential further actions. Additional data review noted an increase in the competitor right ventricular lead pace impedance measurements a well as noise on both the competitor right ventricular and right atrial leads. Ts discussed performing troubleshooting of the leads to ensure normal lead operation prior to replacing the device. The patient was hospitalized pending a device replacement. No additional adverse patient effects were reported.

Event description:
It was reported that this device went into safety core mode via remote monitoring and later confirmed with an in office evaluation. A review by technical services (ts) noted that an emergent device replacement was recommended. A printout of the red screen displayed upon programmer interrogation was requested as this information was important to understand the potential root cause, as it may impact current therapy available and potential further actions. Additional data review noted an increase in the competitor right ventricular lead pace impedance measurements a well as noise on both the competitor right ventricular and right atrial leads. Ts discussed performing troubleshooting of the leads to ensure normal lead operation prior to replacing the device. The patient was hospitalized pending a device replacement. Subsequently, this device was explanted and will be returned. No additional adverse patient effects were reported.